Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. 3 freestyle libre 2 sensors were reported in the user report (unknown serials) and all the devices have been captured in the MDR. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported on behalf of the customer who had issues of "sensors failures" with 3 of adc freestyle libre 2 sensor. There was no additional information provided. There was no report of adverse events or third-party intervention required due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.